Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion sets were leaked at site which led to low blood glucose level of 120mg/dl on (B)(6) 2024. The infusion set in use for 4 days. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1877102 - MDR 3003442380-2024-05673 - device 4 of 4. E1: patient country:(B)(6).